Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight and broken shell. A microscopic analysis was performed which identified: striated broken on radius. Based on the device analysis the final assessment is: striated broken on radius assessed as surgical damage.

Event description:
Healthcare professional confirmed left side rupture. Device has been explanted and replaced.